Event description:
The event is reported as: physician reported to surgical nurse that he had one maybe two pts with hematomas. The physician had to reopen the pt(s) and he alleged the clips had fallen off from where he placed it. The nurse does not recollect the dates, pts or size clips involved. It was reported the nurses checked the appliers and clips during the surgery and both the clips and appliers functioned properly. No samples were saved for investigation. No pt injury reported. Currently condition of pt(s) reported as fine.

Manufacturer narrative:
No product sample will be sent for investigation. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.